Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated for an atrial intrinsic amplitude out of range. Review of the recorded data noted an stored atrial tachycardia response (atr) event with some atrial undersensing. Atrial sensitivity is currently programmed fixed 0.75mv. The information was documented by boston scientific technical services. The system remains in service and no adverse patient effects were reported.